Event description:
It was reported that there was high superior vena cava (svc) coil and rv coil intermittent high lead impedances and a possible right ventricular lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 1258t86 competitor implantable pacing lead 2012 (B)(6); 6940 implantable tachy lead 2000 (B)(6). (B)(4).